Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh which is an off-label usage of the device on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the thigh. On (B)(6) 2024, the day of the event the patient drove herself to the hospital, as she had symptoms of chest pain that felt like either diabetic ketoacidosis, or a heart attack. The cgm reading was 60 mg/dl at that moment and the patient did not have time to take a fingerstick during the emergency. When a fingerstick was taken at the hospital, the cgm reading was 117 mg/dl, and the blood glucose reading was over 500 mg/dl. The patient was treated with insulin, but the route was unknown. An electrocardiogram (ECG) and stress test were done. There was no documentation of further medical evaluation or intervention. No information was available regarding the duration of stay at the hospital, but the time of the report of the patient was stable. The patient did not report she was diagnosed with either diabetic ketoacidosis, or a heart attack. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid checked at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/29/2025 email attachment from insulet. On 12/29/2024, the day of the event the patient drove herself to the hospital, as she had symptoms of chest pain and lethargy (provided by insulet on 01/29/2025) that felt like either diabetic ketoacidosis, or a heart attack. The cgm reading was 60 mg/dl at that moment and the patient did not have time to take a fingerstick during the emergency. According to the information from insulet (received on 01/29/2025), the cgm reading would have been between 70 - 120 mg/dl. When a fingerstick was taken at the hospital, the cgm reading was 117 mg/dl, and the blood glucose reading was over 500 mg/dl. The patient was treated with insulin, but the route was unknown. Per update on 01/29/2025, the patient was also given a different unspecified heart medication. No additional patient or event information is available.